Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a dim/fading/color spectrum display issue. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. Unrelated to the original complaint, the battery compartment was cracked from above and below the grip pad. Additionally, the battery cap threads were stripped. The battery cap was unable to be tightened to the test pump. A test cap was used for all steps.